Event description:
It was reported that a spectrum iq infusion pump took 8 minutes to alarm upstream occlusion. This occurred during power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device took 8 minutes to alarm upstream occlusion was not reproduced. The device was sent to upstream occlusion testing and the device passed. A review of the event history log (ehl) revealed multiple occurrences of upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.